Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 24-oct-2022 h6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, stripes of burn marks from the molding process were observed. A device history review was performed for lot 2205027, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Injection machines are ran before use to remove any material from inside the mold, rejecting the first few pieces. Molding parameters were reviewed and verified all to be within the validated process limits. Injection machines undergo routine cleaning and maintenance according to procedure, quality records established all procedures and processes were completed accordingly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the burn marks likely generated during the beginning of the molding process, the initial pieces not being properly rejected.

Event description:
It was reported that the bd plastipak¿ syringes experienced discoloration. The following information was provided by the initial reporter: it is a definite dis-colouration to the syringe and not the propofol in the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes experienced discoloration. The following information was provided by the initial reporter: it is a definite dis-colouration to the syringe and not the propofol in the syringe.